Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed; the device was explanted, the tubing was found to be broken, and fluid loss was observed. A new device was implanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.